Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported during intra-operative testing of the patient's leads, diagnostics revealed high impedance readings on all of the patient's left lead contacts. As such, the patient underwent surgical intervention where one of the patient's two leads was explanted and replaced with a different model.